Event description:
It was reported that the back of the patient's home charger was caught on fire and combusted (specific date not reported). A new replacement home charger was sent to the patient. No serious injury was reported.